Event description:
It was reported that pt underwent total hip arthroplasty in 2001. Revision performed 2003 due to recurrent dislocation, intraoperatively, acetabular liner was found to be fractured.